Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer could not pass flow sensor cal after multiples tries and replacements of flow sensor, circuit, and expiratory valve. No patient harm.